Manufacturer narrative:
Additional information was received on (B)(6) 2022. This adverse event was discovered after use of biosense webster products. Drainage was applied. The investigation was completed on (B)(6) 2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30629228l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a female patient ((B)(6)) underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There patient suffered cardiac tamponade requiring intervention. It was reported that after the procedure the patients¿ blood pressure decreased and was confirmed during hemostasis to be (70 mm/hg). This occurred after performing pulmonary vein isolation (pvi), box isolation, cavo-tricuspid isthmus line (cti), right ventricular outflow tracts ( rvot), and premature ventricular contractions (pvc). Fluoroscopy confirmed that heart rate movement was poor. A small amount of pericardial effusion was confirmed by echocardiography. The procedure was completed by administering noradrenaline, and the condition was monitored for several days in the ward. Pericardial effusion drainage was not performed. Patient was monitored for several days. The physician commented that during the treatment of rvot pvc, it was difficult to perform catheterization to the anatomically optimal ablation site, and there was a possibility that the myocardium was injured at that time. There was a comment that it was not due to product trouble. Additional information was received on the event. After the event the patient was discharged from the hospital without any problems. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is the procedure. Medical intervention: noradrenaline was administered. The patient outcome of the adverse event is fully recovered. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure.